Event description:
It was reported the implanted esprit btk scaffold was occluded. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, d6a: estimated dates. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary scaffold procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2: outcomes attributed to ae updated, b3: date of event updated, b5: describe event or problem updated, b6: relevant test/laboratory data date updated, d4: part number updated, d4: a partial UDI was provided as the lot number is not known, d6a: date of implant updated, e1: physician name updated, h6: codes 2422 and 4614 removed.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. It was reported the initial procedure was performed on (B)(6) 2024 to treat a calcified lesion in the proximal right anterior tibial artery. The 3.50x38mm esprit btk scaffold was implanted without issue. The patient returned on (B)(6) 2025 with a non-healing ulcer and the esprit scaffold was noted to be occluded. The patient was treated with laser, thrombolysis, and then a balloon expandable coronary stent was placed in the proximal at. No additional information was provided.